Manufacturer narrative:
The product was not yet returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high capture thresholds on the right ventricular (rv) channel. Subsequently, this device and the associated lead were explanted and successfully replaced. Upon explant, blood was noted on the device header. No additional adverse patient effects were reported. This ICD is expected to be returned for analysis.